Event description:
A customer reported that the cartridge was not fitting properly on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support advised the customer to inspect the pump and the cartridge area, leading to the discovery and removal of an o-ring on the pneumatic tap. The customer cleaned the area, confirmed the cartridge snapped into place, and successfully completed the load process, allowing them to resume insulin therapy without issue.